Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis. The patient was no longer a candidate for pd therapy and was transitioned to hemotherapy.

Manufacturer narrative:
Medical records were received from the patient¿s treatment facility. No additional details were provided surrounding the reported event of peritonitis. It is unknown if the event of peritonitis resolved. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed to the clinical event.